Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that there were over 350 cases achieved on the hard drive causing the image acquisition system (ias) to go into stand alone mode when saving 2d image acquisition. Representative notified the site of the issue, the site was unaware and directed the site to clear the cases no longer needed or the delay could get longer. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when attempting to perform first 2d image acquistion, the imaging system would go into standalone mode for 3-5 seconds before capturing the image. There was no patient present at the time of the issue.